Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged condition. The graphical user interface (gui) printed circuit board (pcb) were replaced. The backlight inverter pcb and the gui liquid crystal display (lcd) were upgraded. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator screen has lines through it the display. Although requested, it is unknown if the ventilator was in use on a patient at the time of the event occurred.